Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed the device's algorithm determined the patient was presenting with ventricular fibrillation and ventricular tachycardia, which are both shockable rhythms. It was also determined that the user continued to perform CPR during the device's analysis which impacts the analysis results. The AED plus operator's guide instructs the user to not touch the patient while the device is analyzing. It was determined the device worked as intended. Analysis of reports of this type has not identified an increase in trend.